Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the customer experienced the high blood glucose of 498 mg/dl. The customer had problem with sensor. The customer reported that the sensor got sensor updating and change sensor alert. The device will not be returned for the analysis.